Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there had been rising thresholds to a high level over a period of time on the right ventricular (rv) lead. A possible lead fracture was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2017 it was further reported that the right atrial (ra) lead was removed due to the associated product. The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.